Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Boston scientific reported that this right ventricular lead was capped due to high pacing thresholds which was causing the battery to deplete rapidly. The event date provided did not match the event description so they were both left off of this report.